Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturer; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). If explanted, give date: not applicable as to date the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye of an intraocular lens (iol), the trailing haptic was sticking behind and to the left of the optic. Additional information was received and the surgeon revealed that it took long time for the lens to unwrap itself. The patient is reported being fine and the lens remains implanted. No further information was provided.